Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 23 mmol/l which was treated with manual injection. The user alleged the insulin pump was under delivering insulin because lot of fluctuation. Drive support cap appears to be normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis